Event description:
During lumbar fusion procedure of screwing in the plate into the vertebrae, the tip (approx 3/4 inch) of the threaded temporary long synthesis fixation pin instrument broke off into the l5 vertebrae. Four attempts were made to remove tip but were unsuccessful. Equipment does not belong to the facility. Equipment on loan from another company. Dates of use: 2008. Diagnosis or reason for use: lumbar spondylolithesis. Event abated after use stopped or dose produced: yes.